Event description:
An amphirion deep pta balloon catheter (2.5 x 120mm) was used to treat a stenotic de novo lesion located in the peroneal artery of the left leg. Patient was reported to have experienced high glucoses on the same day of procedure which was treated with administration of more insulin. Patient was also reported to have suffered an embolus ata on the same day of procedure. Patient was treated with aspiration and medication. The event is reported to be highly probably related to the procedure but not related to the device. Patient was asymptomatic at 30 day follow up. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of the procedure (embolus). (B)(4).

Event description:
Two amphiprion deep pta balloon catheters were used during the index procedure; one was used to treat the peroneal artery and the second was used to treat the anterior tibial artery. A pseudo-aneurysm (aneurysma spurium) was reported to have occurred the following day and was treated with compression. Investigator indicated that the event was not related to the study device but highly probably related to the study procedure.

Manufacturer narrative:
Results: pseudo-aneurysm. Conclusions: pseudo-aneurysm. (B)(4).